Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was taking unspecified antibiotics daily and was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i06037 and h13h28033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.